Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 6996sq41 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due hearing beeping from their device. Information received on the remote transmission was reviewed by qualified personnel. It was determined that a rv lead noise alert had triggered for the right ventricular (rv) lead. There were multiple non-sustained episodes and no rv oversensing was observed. From the review of the transmission is was inconclusive if this may have been a false positive alert. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from information obtained from follow-up that this was a false positive rv lead noise alert as no noise was observed on the right ventricular (rv) lead. Therefore, no reprogramming was done for the rv lead.